Event description:
It was reported that the atrial lead exhibited loss of capture. The patient was asymptomatic. No other electrical anomalies were noted. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.